Event description:
The patient experienced high blood glucose (14 mmoi/l). The caller noticed that the tender infusion set tubing had come fully disconnected from the luer lock and believed this caused her son's high blood glucose.